Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they had a revision done about 4 weeks ago (the patient said they thought when looking at their calendar that it was "like (B)(6)") and since then, they had noticed they were having a lot more problems with urgency and leakage. The patient stated sometimes they didn't even barely make it to the bathroom in time and that it wasn't that way before the revision. Patient services asked the patient if the revision was to fix something going on with their implant and the patient stated that the healthcare provider (hcp) had just repositioned the implant because since they got the implant, it had been sticking out and the corners were getting caught to a point where their hcp had finally made the decision to reposition it. The patient stated they'd seen their hcp since on (B)(6) 2026 and ended up calling their hcp office about the urgency and leakage problems since the revision. The patient said the office told the patient to call the manufacturer company because the patient said they assumed the hcp office had wanted the manufacturer company to "reset it." Patient services reviewed the role of patient services with the patient but also reviewed device description/function, therapy expectations and programming, stimulation and ins battery longevity considerations with the patient and walked the patient through connecting to their settings. The therapy was on, at .5 ma on program 5. The external devices were functioning as intended. The patient said that prior to the revision when the therapy had been helping, they had been on program 4 but after the revision, they put the patient on program 5 and increased the stimulation up to .6 ma however the patient was getting shocks at their ins site so they told them "no I can't do it" so they brought the stimulation down to their current level of .5 ma. The patient confirmed they were feeling an electrical shock at a level of 0.6 ma and it wasn't just "too much stimulation". The issue was not resolved through troubleshooting. Patient services reviewed with the patient they could try a different program setting but also redirected the patient to follow up with their hcp about their symptom concerns if the issue didn't resolve. The patient said they had another appointment with the hcp office in 3 weeks so they said they would change the program for now and increase up to a comfortable level and reach out to their hcp if they experienced more shocking and/or still didn't get any relief in the meantime and follow up with their hcp at their scheduled appointment. Patient services wanted to note when the patient was being walked through connecting to their settings and they saw "communicating with device" the patient commented "it will take a moment then I guess". The screen was there momentarily and then they were able to connect to see their settings so external devices were functioning as intended but patent services wanted to take note of this comment. No further questions were asked about the comment as they were focused on the reason for call.